Manufacturer narrative:
G4: 05mar2020 b4: (B)(6)2020 the service engineer (se) inspected the device and found the battery was manufactured june 2015. The se found the battery had a low voltage and replaced the battery to address the reported issue. The unit passed testing and was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18feb2020.

Event description:
It was reported that the ventilators' battery had an issue and needs to be replaced. Additional information has been requested. There was no patient involvement.